Manufacturer narrative:
(B)(4). The rt045 non-vented hospital full face mask is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k060044. Method: no complaint device was received as the hospital had discarded it prior to reporting the event. Results: without the return of the complaint device, we were unable to determine what may have caused the problem reported by the hospital. The rt045 non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable non-invasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Our user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: inspect the mask for damage. Discard the mask if any parts are broken or if the seal is torn. Verify that the therapy device (i.e. Ventilator or flow source) including all alarms and safety systems are functioning correctly and that it is supplying the correct pressure(s). Ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A hospital in (B)(6) reported via a fisher and paykel healthcare field representative that the rt045 non-vented hospital full face mask headgear was coming apart. The subject mask was used for three days prior to the reported event. No patient consequence was reported.